Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital due to possible peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal antibiotics (dose, duration, frequency, drug, not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event, after which patient education was provided. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler. The pdrn declined providing any additional information (e.g., patient demographics, laboratory results).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. Causality was attributed to an unspecified touch contamination event. The serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. The liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. There was no report a fresenius device(s) and/or product(s) failed to meet user expectations and/or manufacturer specifications. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities. An investigation of the device history records (DHR) was conducted and the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.